Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had abnormal additives and there was a hair (foreign matter) in the tube. There was no report of impact on the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april-25th. H6: investigation summary: bd 200 customer returned samples and 3 photos for the investigation. The samples and photos were reviewed and the indicated failure modes of additive abnormality and foreign matter-hair were observed. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel. The samples and photos also show a hair on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes additive abnormality and foreign matter-hair. Bd was not able to identify an exact root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 there were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Medical device type: gim h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had abnormal additives and there was a hair (foreign matter) in the tube. There was no report of impact on the patient or user.